Event description:
It was reported that the patient experienced a local infection at the port site with erythema and swelling. Staphylococcus aureus and klebsiella pneumoniae were present locally in the infected area. Oral clindamycin was started. In 2009, the patient was admitted to the hospital with emesis and crp (c-reactive protein) of 157. There were no signs of meningitis. The intrathecal infusion was stopped. The patient was given ciprofloxacin and claforan. The patient was discharged at approximately 3 weeks later. The infection healed. The intrathecal therapy had not been restarted. The pump was used to deliver morphine, clonidine and bupivicaine.